Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device: possibly uterus, uncertain") in a 37-year-old female patient who had essure (batch no. C51078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (surgery to remove of essure device - bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstruation irregular, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: she had dilation and curettage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device: possibly uterus, uncertain") in a 37-year-old female patient who had essure (batch no. C51078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (surgery to remove of essure device - bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstruation irregular, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: she had dilation and curettage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant disease was added. Updated suspect drug indication and added lot number. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems: depression and mental anguish. On (B)(6) 2016, she explanted essure (previously reported as (B)(6) 2016). Updated events and outcome and onset date. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device: possibly uterus, uncertain") in a 37-year-old female patient who had essure (batch no. C51078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's concurrent conditions included uterine bleeding, allergic rhinitis, gastroesophageal reflux disease and obstructive sleep apnea syndrome. Concomitant products included cetirizine hydrochloride from (B)(6) 2015 to (B)(6) 2016 for allergic rhinitis, omeprazole magnesium (prilosec) from (B)(6) 2015 to (B)(6) 2016 for gastroesophageal reflux disease as well as benzoyl peroxide, ibuprofen (motrin), montelukast sodium (singulair), nsaids from (B)(6) 2015 to (B)(6) 2016, omeprazole and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (surgery to remove of essure device - bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstruation irregular, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Medical history, concomitant drug and treatment drug were added. Onset date of event were updated. Event : essure confirmation test(s) conducted, specify : no were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/ migration of essure device: possibly uterus, uncertain') in a 37-year-old female patient who had essure (batch no. C51078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's concurrent conditions included uterine bleeding, allergic rhinitis, gastroesophageal reflux disease and obstructive sleep apnea syndrome. Concomitant products included cetirizine hydrochloride from (B)(6) 2015 to (B)(6) 2016 for allergic rhinitis, omeprazole magnesium (prilosec) from (B)(6) 2015 to (B)(6) 2016 for gastroesophageal reflux disease as well as benzoyl peroxide, ibuprofen (motrin), montelukast sodium (singulair), nsaids from (B)(6) 2015 to (B)(6) 2016, omeprazole and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (surgery to remove of essure device - bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstruation irregular, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for :pain, bleeding most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event pelvic pain, vaginal haemorrhage and menorrhagia were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (surgery to remove of essure device). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain and menstruation irregular outcome was unknown. The reporter considered device dislocation, menstruation irregular and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.